Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, a shorted component damaged the distribution node pca board. The shorted component could not be identified due to the pca damage. The root cause of the shorted component could not be positively identified due to the pca damage. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.